Event description:
It was reported the system was explanted due to infection. During extraction, externalized conductors were observed. Prior to extraction, an impedance anomaly was noted. The lead was discarded.

Manufacturer narrative:
No medwatch form was received. Review of quality records.